Manufacturer narrative:
Corrected fields: product available to stryker (d9) and reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "the surgery was performed to implant the t2 alpha nail for a patient with right subtrochanteric fracture. When the precision pin was inserted, it interfered with the nail. After that, the nail passed through, but the lag screw reamer did not. The surgery was completed after replacing the precision pin with another one and replacing the nail with 360 mm nail because they were damaged."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "the surgery was performed to implant the t2 alpha nail for a patient with right subtrochanteric fracture. When the precision pin was inserted, it interfered with the nail. After that, the nail passed through, but the lag screw reamer did not. The surgery was completed after replacing the precision pin with another one and replacing the nail with 360 mm nail because they were damaged."